Event description:
After successful angioplasty of posterior tibial and anterior tibial arteries via antegrade access in the right common femoral artery, an attempt was made to close the arterial access point. Per the surgeon: "we removed the catheter, sheath, wires and over the wire. Antegrade closure was attempted. However, when we removed the wire and advanced the perclose proglide, it snapped into two with only minimal advancement without any significant resistance. Fluoroscopy confirmed that the proglide was split into two and despite attempt at accessing the proximal portion, it did not come out." They then accessed the left common femoral artery and advanced a 5 french sheath. "With the help of a crossover catheter, advantage wire was advanced into the right common femoral artery and over the wire, a 7-french destination sheath was advanced into the right common femoral artery. With the help of a snare, we attempted to snare. However, the proximal portion (of the broken perclose) appeared to be buried in the subcutaneous tissue. Therefore, we snared it from the bottom and brought the snare up to hold the proglide in place while we arranged for surgical procedure." Patient then went to or for removal of the fractured closure device, the snare device, and repair of the right common femoral artery. The patient recovered quickly and went home three days later.